Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery system had difficultly passing through the pre-stent so the wire and the melody system were removed. The super stiff wire and the melody system were then reintroduced, but there was still difficultly getting through the pre-stent. The nose cone managed to pass through the stent, and in the physician's opinion the difficulty was caused by the sheath part of the system moving over the nose cone. The system was again pulled back at which point, the patient's blood pressure dropped and patient became compromised due to a puncture of the pulmonary artery. CPR was performed, the patient was placed on an ECMO machine and a thoracotomy was performed to repair the left pulmonary artery. Also, a drain was placed into the pleural cavity to relieve a hemothorax. The physician was not sure if the wire first punctured the artery, followed by the nose cone, or if the nose cone first punctured the artery.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: it is unknown what product caused the perforation. The IFU lists perforation of the pulmonary artery or a major blood vessel as a potential adverse effect.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, an unknown j-tip guidewire was received with the device. A large bend along with kinks were noted along the mid-section, proximal and distal end of the catheter. Several kinks were identified along the sheath between the distal end and the adjustable sleeve. Kinks and a large bend were noted along the distal end, proximal to the sheath, showing evidence of tortuous anatomy. The sheath seated flush against the head of the nose cone. The distal tip of the catheter was curved due to movement over the guidewire. The edges around the orifice of the distal tip of the catheter were abraded. The j-tip of the guidewire was undamaged with minimal wear on the teflon coating. A 5 mm long spot, approximately 12.5 cm proximal to the distal tip of the wire, was uncoated. The guidewire passed through the guidewire lumen, dry, without difficulty. The returned valve was discolored due to blood contact. Edges of the inflow and outflow were bent inward or outward. All leaflets and commissures were flexible and intact. Conclusion: no firm conclusion can be drawn for the clinical observation based on the analysis.